Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file contained multiple low flow alarms. The log file also contained abnormal pump stoppages on (B)(6) 2020 that occurred while the patient was connected to battery power. It was reported that low flows are normal for this patient and the patient presented with no clinical issues. A heartmate ii distal end repair was performed on (B)(6) 2020 and the patient was reported to have additional alarms hours after the repair. The patient had a heartmate ii to heartmate ii pump exchange on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: two incidental findings were found during the manufacturer's investigation. Cosmetic damage to the bend relief adjacent to the metal connector, serial number: (B)(6), was noted which did not penetrate through the bend relief. Minor wear of the alignment indicator on metal connector, serial number: (B)(6), was noted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The evaluation of heartmate ii lvas, serial number: (B)(6), confirmed driveline wire damage. Additionally, analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the alarms could not conclusively be determined through this evaluation. The submitted log file contained data from on (B)(6) 2020. The log file captured multiple pump stoppage events on (B)(6) 2020 with corresponding hazard alarms for low speed and low flow while the system was supported by batteries. Additionally, the log file captured numerous low flow hazard alarms throughout the log file which were not associated with pump stoppage events when calculated flow dropped as low as 2.4 lpm, below the low flow threshold of 2.5 lpm. No other atypical alarms were noted. For the remainder of the log file the pump maintained a speed above the low speed limit of 8800 rpm and appeared to be functioning as intended. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow cannula, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 14.00¿ from the pump housing (s/n: (B)(6). A distal segment adjacent to the metal connector containing a repair was also returned measuring approximately 26.50¿ in length (s/n: (B)(6) proximal to the repair & s/n: (B)(6) distal to the repair). An additional segment of the driveline was returned which measured approximately 19.25¿ in length (s/n: (B)(6). Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The clear bionate layers appeared unremarkable. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed at and approximately 2.50¿-4.50¿ and 6.50¿ from the metal connector (s/n: (B)(6) and also approximately 8.00¿-9.50¿ from the pump housing (s/n: (B)(6). Visual and microscopic examination of the driveline multiple areas of damage on the orange, yellow, and green wires approximately 8.00¿-9.50¿ from the pump housing (s/n: (B)(6). The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in these locations. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The yellow and green wires represent the two redundant wires that comprise phase 1 and the orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source (such as batteries), the resulting phase-to-phase short would have caused the pump stoppages observed in the submitted log file (see below) while connected to batteries. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard and pump off alarms, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard and pump off alarms, and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. The current heartmate ii lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.